Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2011 (implant date) as no event date was reported. (B)(6). (B)(4). The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx system was implanted into the patient on (B)(6) 2011. As reported by the patient's attorney, the patient underwent a revision surgery on (B)(6)2015 due to obstructive urinary symptoms and tape erosion near bladder neck/urethra. On (B)(6) 2015, the trans-obturator tape was surgically removed due urinary frequency, urge incontinence, poor flow and incomplete bladder emptying. She also underwent excision of urethral diverticulum and urethral repair. She was doing well post-operatively and was discharged in stable condition on (B)(6) 2015.

Event description:
It was reported to boston scientific corportation that an obtryx system was implanted into the patient on (B)(6) 2011. As reported by the patient's attorney, the patient underwent a revision surgery on (B)(6) 2015 due to obstructive urinary symptoms and tape erosion near bladder neck/urethra. On (B)(6) 2015, the trans-obturator tape was surgically removed due urinary frequency, urge incontinence, poor flow and incomplete bladder emptying. She also underwent excision of urethral diverticulum and urethral repair. She was doing well post-operatively and was discharged in stable condition on september 04, 2015. ***additional information received on december 8, 2022*** ***additional information received on december 8, 2022*** the procedures performed on september 21, 2011 were anterior repair and obtryx sling implant to treat a patient with vaginal wall prolapse and incontinence. The procedures performed on (B)(6) 2015 were rigid cystoscopy, urethral dilatation and excision, orbital layer (ol) tension free vaginal tape obturator mesh (tvto) and excision, urethral diverticulum and urethral ol repair and martius flap and insertion of suprapubic catheter (spc). Patient diagnosis was eroded tvto mesh.

Manufacturer narrative:
Block b3: date of event: date of event was approximated to (B)(6) 2011 (implant date) as no event date was reported. Block e1: this complaint was reported by the patient's lawyer. The device was implanted at (B)(6) hospital,(B)(6) australia by (B)(6). Block h6: patient codes (B)(6) capture the reportable events of obstruction, urinary retention, erosion and revision surgery. Block h10: the complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. Block h11: blocks e1, e4, g2, and h10 have been corrected. Blocks b5, h6, and h10 have been updated based on the additional information received on december 8, 2022. Block h6: patient code e2006 captures the reportable event of erosion. Patient code e2328 captures the reportable event of obstruction. Patient code e1309 captures the reportable event of urinary retention. Impact code f1905: device revision or replacement captures the reportable event of revision procedure performed on (B)(6)2015. Impact code f1903: device explantation captures the reportable event of explant procedure performed on september 1, 2015. Impact code f12 has been used in the light of this patient seeking legal recourse for a personal injury related to the device.